Event description:
Boston scientific received information that the pt with this lead experienced intermittent pocket stimulation, so presented to the ER. The field representative was contacted and a device evaluation was performed. It was noted the pt was not pacemaker dependent and was programmed to bipolar pacing. The lead measurements and impedances were okay, but the field representative was able to recreate symptoms and pectoral stimulation when the rv lead was programmed at 6.5v. The field representative contacted boston scientific technical services and testing for noise and impedance changes with isometrics, arm movements and pocket manipulation was done. With pocket manipulation, noise with over-sensing was created, but no changes in impedances were noted. Ts discussed potential causes and suggested an x-ray. No adverse pt effects were reported. Additional information was requested from the field representative. As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.